Event description:
I have already submitted a report but, I have an update on my situation with the charite artificial disk that was implanted in l4/l5 area. As I told you before I have already had to have 2 more add'l back surgeries due to problems with the charite disk for a total of 3 major back surgeries in 2 1/2 years. I have also been told that most likely I will have to have my 4th major back surgery in the next month or so. But now there has been a new problem come up. I have been having a popping/clicking sound coming from the disk that is loud enough that anyone around me can hear it. New x-rays just taken reveal that the wire around the core has a piece missing out of it. My doctors do not know where that piece of the wire is or what this means for the disk or core. The possibility that I have a piece of wire somewhere in my back is frightening due to the fact that it can do damage to blood vessels, nerves or anything else vital. Like I said before since this was done in 2005 I have to spend about 95% of my time in bed. I can't walk without a walker and only for a short distance, can't sit, can't stand, I can't even lay on my back. This is really cruel to allow this to stay on the market and continue to hurt people. If the government does not protect us from devices like this, who is? I already have permanent nerve damage so not only due to it, I have extremely bad back pain but also have extremely bad leg pain, especially in my right leg. I have to take 2 different kinds of narcotic pain pills, 2 different kinds of muscle relaxers, 2 different kinds of medicine for the nerve pain every day. This is no way for anyone to have to live. Even all the medication that I am on barely touches the pain. I lost my job and now I have to live on disability and with all the medical bills since I have to pay 20% on anything that is done and doctor visits I barely make ends meet. I feel like my life is already over. I think that this is just the beginning. There are going to be a lot of people starting to have problems. Even the ones that are fine now, I think that it is just a matter of time and they will have problems. I do not wish this on anyone but I do think that someone from the FDA that approve this thing or one of the doctors that have been pushing this thing needs to have one implanted into them so that they will know how much pain we are in and what our lives are like now. But then again if that was the case it would be pulled off the market. If I had known that any of this could happen, I would have had the fusion from the very beginning. They sure did not want us to know that any of this could happen and they sure did not want us to know that this can become life threatening. Once again, I am begging you for everyone like me and myself and before anyone else has to suffer because of this thing, please recall and pull this device off of the market and protect the public from having to live this nightmare.

Event description:
In 2005, I was implanted with the charite disc at l4/l5. I never had any pain relief, when I woke up from surgery my right foot was already numb. Since then my life has been terrible. I have already had 2 more major surgeries since then and just found out that I will probably have to have a fourth. This product is dangerous to the public. I have been totally disabled since then, can hardly spend any time out of bed due to the permanent nerve damage that I now have. This product has got to be pulled from the market. No one told me that any of this could happen. They made it sound so good that it was the best thing ever. I would have rather lost range of motion with a fusion than live my life like this. We are or should I say were very hard working people who are losing our homes, jobs, marriages and our way of life because depuy and the doctors want to make a lot of money. This is a very cruel way to make a buck. I don't know how they sleep at night. I hope it is like me, and not much at all. But mine is due to the terrible pain that I am in 24 hours a day. I am on so much medicine now. I hope this helps someone decide not to have one implanted and for the ones that are like me, god bless you and hang in there. Please recall this product.